Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that following insertion the patient experienced pain, infection, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with cystourethroscopy due to stress urinary incontinence. It was reported that the patient underwent a ventral hernia repair on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 06/28/2017. Patient codes: (B)(4) vaginal discharges, (B)(4) urinary incontinence, (B)(4) urinary retention. It was reported that following insertion the patient experienced vaginal discharges, recurrent urinary incontinence and urinary retention.